Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip has come off of the pump. The customer¿s blood glucose level was unknown. Customer stated that he had issue with the pump, the plastic locking ring on the top has come off the pump when changing infusion set. The customer was assisted with troubleshooting. Customer stated the pump has cosmetic damage. Customer stated that the top of reservoir compartment had crack. Customer stated that reservoir goes in pump, but works itself out of pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.